Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The nc traveler device is currently not commercially available in the us; however, it is similar to a device that is sold in the us. H3 other text : the customer reported the device was discarded.

Event description:
It was reported that the procedure was performed to treat a heavily calcified left anterior descending artery. The 3.00x15mm rx nc traveler balloon dilatation catheter (bdc) was being used for pre-dilatation when the balloon ruptured on the first inflation at 18 atmospheres. An unspecified bdc was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.